Event description:
It was reported that the asymptomatic patient presented for a magnetic resonance imaging (MRI) scan. It was noted during the exam that the patient had an implantable cardioverter defibrillator (ICD) and the scan was stopped. The patient was not set to MRI mode at any time during the scan. It was not known if backup defibrillation was available. A device download was performed. The patient was asymptomatic/stable before, during and after the event.